Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the closure device was inserted. The device was deployed, but it did not meet release criteria, so the physician fully recaptured and removed it from the patient. The physician adjusted the was to gain more depth in the laa and a new 27mm closure device was deployed. This device met all release criteria and was released from the core wire. The procedure was completed successfully with the closure device being implanted in the laa. There were no complications that occurred during the procedure. One day post procedure, the patient coded and passed away. No additional information is known at his time.